Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a vector change had occurred which was due to an inappropriate shock. Paced complexes were noted to be on the smaller side. The physician stated that a cardiac resynchronization therapy device with pacing therapy (crt-p) might be implanted as the patient requires pacing therapy. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a vector change had occurred which was due to an inappropriate shock. Paced complexes were noted to be on the smaller side. The physician stated that a cardiac resynchronization therapy device with pacing therapy (crt-p) might be implanted as the patient requires pacing therapy. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently explanted. No additional adverse patient effects were reported.